Manufacturer narrative:
No device associated with this report was received for examination. Review of the device history records did not reveal any related manufacturing deviations or anomalies on the provide product and lot combination. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address a possible infection or allergy. Loosening of the tibia component at the bone to cement interface was also noted. Update rec'd 03/28/2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. Medical records confirmed depuy cement was used at primary. At this time, the patient's cement is being reported for loosening and the other components are being entered as a no for possible infection or allergy. The complaint was updated on: 04/13/2016.